Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of ventricular fibrillation (vf) in which therapy was delivered, but the arrhythmia continued beneath the detection rate. Right ventricular (rv) lead and right atrial (ra) lead undersensing was noted. The patient experienced syncope/near syncope and required cardiopulmonary resuscitation/external defibrillation. The patient was hospitalized. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.